Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a leakage at the solenoid valve (vl114) in addition to a leak from the complete blood count (cbc) lyse check valve and the solenoid was corroded due to the leak. The leak was contained within the instrument. The fse replaced the solenoid valve (vl114) and the complete blood count (cbc) lyse check valve, resolving the reported event. The fse also observed the daily checks were failing for white blood cell (wbc) and platelet (plt). The fse replaced the wbc bath along with the diluent, resolving the white blood cell (wbc) and platelet (plt) check failures. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported the solenoid was generating "shorted" errors involving the unicel dxh 800 coulter cellular analysis system. There was no reported exposure to mucous membranes or open wounds. The operator was wearing the personal protective equipment (ppe) consisting of gloves, glasses and a lab coat at the time of the incident. No erroneous results were generated in connection with this event. There was no death, injury, or change to patient treatment attributed to this event.